Manufacturer narrative:
The allegation of high impedances was confirmed. Microscopic visual inspection revealed all wires broken in octrode number one approximately 27.5cm from the stim end leading to high impedances. Setscrew marks were seen on the terminal block electrode at the terminal end. The swift lock anchor functioned normally with no anomalies. The swift lock anchor did not slip when closed on the lead and tugged. The swift lock anchor was opened and slid off the lead with no resistance. Examination of the lead showed broken wires that lead to high impedances. The root cause of the break is consistent with over stress conditions. Microscopic visual inspection revealed two wires broken in octrode number two approximately 28cm from the stim end leading to high impedances. Setscrew marks were seen on the terminal block electrode at the terminal end. The swift lock anchor functioned normally with no anomalies. The swift lock anchor did not slip when closed on the lead and tugged. The swift lock anchor was opened and slid off the lead with no resistance. Examination of the lead showed broken wires that lead to high impedances. The root cause of the break is consistent with over stress conditions.

Event description:
Related manufacturer reference number: 1627487-2023-04501. It was reported that the patient's system was explanted approximately 3 years ago and replaced with a competitor system. It is unknown why the pervious abbot system was explanted and unknown the exact date of explant.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-05991. It was reported that the patient was experiencing ineffective therapy on their right side. Impedance issues were noted on both leads. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated.